Manufacturer narrative:
Additional information received reported the type ib endoleak occurred approximately 9 years 4 months post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1628c80ee, serial/lot #: (B)(4), ubd: 18-apr-2012, UDI#: (B)(4) ; product ID: enlw1616c80ee, serial/lot #: (B)(4), ubd: 09-jun-2012, UDI#: (B)(4) ; product ID: enbf3216c145ee, serial/lot #: (B)(4), ubd: 31-may-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the endovascular treatment of a unknown size abdominal aortic aneurysm. It was reported that post-operatively a type ib endoleak and a rupture was observed and the patient underwent emergency treatment by the implantation of a iliac extension and vascular plug. It was reported that the event resolved. No cause of the event has been reported. No additional clinical sequalae were reported and the patient is fine. This event has been assessed by the sponsor as being possibly related to the device and not related to the procedure. It has been assessed by the site as being related to the device and not related to the procedure.